Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, around 5:00am, the patient suffered a seizure and was taken to the emergency room. There was no report of what the patient¿s cgm value was or how the cgm device was behaving at this time. It was noted that prior to the seizure, the patient had experienced no symptoms. At the ER, the patient was heavily sedated, and it took 8 people to get the patient transferred to the intensive care unit and to hold the patient down for treatment. While the patient was being worked on in the ER, it was noticed that the patient¿s wearable had failed. It is unknown exactly when the patient¿s wearable failed and if it occurred due to the patient being handled by numerous people in the ER, or beforehand. The reporter also stated that the patient had a complex medical history including autism, type 1 diabetes, and cerebral palsy, which she said, ¿complicates sensor application and retention¿. The reporter was unable to provide any specific details about the medications and treatment the patient received while hospitalized. The patient was still in the ICU at the time of report and was ¿still not okay¿. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 health effect - impact code - sedation.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5172789. Diabetes mellitus is a known cause of seizure. H6 codes: health effect - clinical code problem code: e0750 ventilator dependent/ code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
Subsequent to the initial MDR, a voluntary MDR/medwatch report was received on 07/30/2025. It was reported that alert/notification settings occurred. According to a report received via maude, on (B)(6) 2025, it was stated that the patient¿s continuous glucose monitoring (cgm) device failed to provide alerts despite elevated blood glucose (bg) levels. No specific bg values were provided. The patient¿s mother attempted to lower his bg levels, though no further details were given regarding the methods used. During the night, the patient experienced a seizure and was taken to the emergency room. At the time of the event, no cgm readings were reported, and it was noted that the patient had exhibited no prior symptoms. Upon arrival at the ER, the patient was heavily sedated. It reportedly required eight individuals to safely transfer the patient to the ICU and to restrain him for treatment. The patient was intubated, and a CT scan was performed. The reporter noted that the patient had a complex medical history, including autism, type 1 diabetes, cerebral palsy, and a skull fracture sustained at birth. No specific information was provided regarding the medications or treatments administered during hospitalization. The patient was discharged after a four-day hospital stay. The reporter noted that the patient had a complex medical history, including autism, type 1 diabetes, cerebral palsy, and a skull fracture sustained at birth. No specific information was provided regarding the medications or treatments administered during hospitalization. The patient was discharged after a four-day hospital stay. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.